Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery last (B)(6) 2014. Customer's blood glucose was unknown. Customer recent blood glucose was 274 mg/dl. The customer was advised to call back when the alarm occurs in order to troubleshoot. It was mentioned that the reservoir and tubing connector were having some issues with delivery. The infusion set was changed successfully. No further information provided.